Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was determined that there was a leakage from the junction between the yume-set and the solution bag which led to this alarm. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell one of four of peritoneal dialysis (pd) therapy. During troubleshooting, it was determined that there was a leakage from the junction between the yume-set and the solution bag that led to this alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.